Event description:
Additional information was received from the field representative after speaking to the patient's clinic. It was confirmed that the deactivation of tachycardia therapy was intentional and was carried out on (B)(6) 2013 when the patient was admitted into hospice care. The patient subsequently passed away approximately three months later. There were no allegations that the product caused or contributed to the patient's death.

Event description:
Boston scientific received information that tachycardia therapy for this cardiac resynchronization therapy defibrillator (crt-d) was programmed to other than monitor plus therapy for an unknown reason.  Attempts at acquiring additional information have been unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.